Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user was not able to measure the temperature using the temperature sensing foley catheter. Per follow-up information received from ibc on 18-may-2022, stated that the temperature was not displayed. As per sample evaluation results received on 29-nov-2022, stated that the cable was found to not meet specification during evaluation.

Manufacturer narrative:
The reported event is confirmed, supplier related. A temperature sensing catheter extension cord was returned opened without original packaging. No damage to the cord was noted. Photo samples were also returned. No damage was noted, the physical sample was evaluated. White residue was noted on the cable. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. A potential root cause for this event could be operator error. The device was used for diagnostic purposes. A DHR review cannot be performed as the lot number is unknown. A labelling review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the user was not able to measure the temperature using the temperature sensing foley catheter. Per follow-up information received from ibc on 18may2022, stated that the temperature was not displayed. As per sample evaluation results received on 29nov2022, stated that the cable was found to not meet specification during evaluation.